Event description:
It was reported that in the congenital heart center, the tubing cracked and leaked. Although requested, no additional event and/or patient information was provided.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided.

Event description:
It was reported that in the congenital heart center, the tubing cracked and leaked. Although requested, no additional event and/or patient information was provided.